Event description:
It was reported that this pacemaker system recorded an alert for lead safety switch (lss) due to high out of range pacing impedances measurements of 2226 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted and upon review it was noted that both the rv and right atrial (ra) lead channels exhibited intermittent impedance measurements. The physician opted to program the leads sensing and pacing in a split configuration. No adverse patient effects were reported. This system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).